Event description:
It was reported that the hemovac became disconnected at the site of connection from drain line to hemovac. It was also stated that many hemovac seemed to be disconnected lately.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "bonding strength is insufficient". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the wound drainage product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the hemovac became disconnected at the site of connection from drain line to hemovac. Also stated that many hemovac seemed to be disconnected lately.